Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. Approximating the jaw assembly using an anastomotic instrument was performed, and no defects were present. No defects were visible in the returned coupler rings. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ring of a 3.0mm coupler fell out of the device. This occurred during anastomosis. There was no report of patient injury or medical intervention associated with this event. No additional information is available.